Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker's battery consumption was higher compared to nominal. This device was reprogrammed due to unexpected right ventricular (rv) output. Boston scientific technical services (ts) stated that if after the next output change, if the longevity still is not as expected, ts recommended to consider further device evaluation with the engineers. This device remains in service. No adverse patient effects were reported.